Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a prolonged high blood glucose following a high-carbohydrate breakfast of cereal and yogurt while using the ilet bionic pancreas, with the user noting that the announced meal size was likely insufficient. Symptoms included fatigue. Outcomes included temporary hyperglycemia with no use of backup therapy, no ketone testing, and no medical intervention, and glucose later returned to range. Investigation included remote troubleshooting and user education regarding meal announcements and consideration of a supply change if glucose did not decline. Investigation of this case revealed that the device was functioning, as evidenced by prior in-range control after a recent supply change and subsequent return to range, and the event was consistent with under-announcement of a high-carbohydrate meal. It was concluded that user-related factors, specifically an incorrect meal announcement size, contributed to the hyperglycemia.